Event description:
It was reported that the ilet user experienced hypoglycemia to 50 mg/dl, treated with a large meal that was announced 1.5 hours late, followed by hyperglycemia with a pump reading of 309 mg/dl. The user had performed a site change earlier and confirmed insulin delivery, and the issue was attributed to improper use rather than a device component. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact, and glucose later trended to 167 mg/dl with the user feeling well. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia and a delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.